Event description:
The report indicated that delivery wire of the enterprise got stuck at the tip of the micro catheter (prowler select); both devices were withdrawn and exchanged against a new micro catheter and a new enterprise. Procedure was successfully terminated. After removal from patient the user noticed that the tip of the first mc was damage. To his opinion, it was removed from packaging without any damage. Unfortunately products and packaging were discarded and will not be returned. The patient information was unknown.

Manufacturer narrative:
The procedure was aneurysm case with a wide-neck. The products were new. After removal from the package, no damages were noticed with the devices. All the products were prep per (IFU) instruction for use (flush, etc). The microcatheter was re-shaped per IFU guidelines with steam. After reshaping was completed, the microcatheter was not damaged. The enterprise delivery system distal tip was not re-shaped. A constant and dedicated flush was maintained through all the devices. During advancing, the drip was not adjusted. During advancing of the enterprise system, the enterprise introducer was seated correctly on the microcatheter hub. No problems occurred during navigating through the microcatheter until the distal part was reached. No friction was noticed until the distal part as well. The touhy was not closed to prevent the introducer from moving, but no issues occurred during insertion through the hub. The distal tip kink was noticed when the system was removed after the stent couldn't be advanced through the distal segment of the microcatheter. The enterprise became stuck due to the kink in the distal of the microcatheter. The same microcatheter was not utilized to complete the procedure medication given during the procedure consisted of aspirin and plavix. The product was returned, but the analysis has not been completed. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2009-00103.